Event description:
Upon explant, it was noted that the device was "partially adherent" and "calcifications" were observed.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device appears to be intact; calcification observed, red particles on the surface, deformation and labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade and "textured".

Event description:
Healthcare professional reported left side ¿textured - capsular contracture,¿ baker grade unknown". The device has been explanted.